Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole drawer opened when pulling narcotic. The field service engineer found pocket 1.4 was not reading any of the locations correctly and pocket 1.4 was malfunctioning, causing it to open the entire mini pocket regardless of the selected position. The field service engineer cleaned the ladder by removing and reinserting the mini engine, but the issue persisted and then swapped out the mini engine with another one. Finally, the engineer replaced the controller board for the entire drawer, configured it, tested it and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a whole drawer opening when pulling narcotic. The customer reported that issue occurred when dispensing medications and incorrect pocket opening. There were no adverse events or injuries reported based on this event.